Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing detached/broken at site connector. The patient replaced the infusion set and resumed insulin successfully. No further information available.